Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient underwent a procedure to implant a drg system. During the procedure, the physician successfully implanted the first lead. As the second lead was being placed, the physician was concerned about a possible kink in the lead and encountered resistance when the lead was pulled at which time a portion of the delivery sheath sheared off into the patient's epidural space. No postoperative complications or symptoms for the patient were reported and the patient was receiving effective therapy. The next course of action is undetermined at this time.

Event description:
Follow-up information indicated the physician does not plan on removing the portion of the delivery sheath that sheared off into the patient's epidural space.